Event description:
It was reported that during dilatation of a calcified lad the balloon pin hole ruptured during the second inflation, causing a dissection. Contrast staining was evident in the vessel wall. The procedure was completed with further balloon inflations using another dilatation catheter.